Manufacturer narrative:
Reported event is confirmed. Customer event "the cup was still in the patient" was confirmed based on photographic evidence and device evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a laparoscopic hysterectomy procedure on (B)(6) 2021 when "at the end of the procedure when they were ready to remove the vcare device they noticed that the cup was still in the patient." The cup was removed from the patient causing a short delay. The procedure was completed and no alternate device was used. There was no injury to the patient reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.